Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 28 mg/dl. A glucose tablet provided by the contact was consumed to treat bg. Reportedly, the basal software did not suspend insulin delivery. Recommendation was made by tandem technical support to upload the pump data logs. Multiple attempts were made by tandem technical support to obtain a pump upload; however, the customer did not respond.